Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is pain and lymphedema. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "always had pain" and "lymphedema." Device remains implanted.